Event description:
It was reported that the user experienced fluctuating and elevated blood glucose after weight loss surgery while using the ilet system, with concerns arising after not announcing meals postoperatively and subsequent variable postprandial control. Symptoms included body aches and mood changes consistent with hyperglycemia. Outcomes included no reported hospitalization, emergency treatment, or alarms. Investigation included troubleshooting and user education focused on meal announcement practices and glycemic management. Investigation of this case revealed no device alarms or malfunctions reported and no component-related failures identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.